Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was capped and replaced due to a nonspecific product performance anomaly. No additional adverse patient effects were reported. Additional information was received stating this lead was capped due to noise. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and replaced due to a nonspecific product performance anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.